Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the device was broken shell and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified broken crease sharp, stress marks and wear abrasion. Based on the device analysis the final assessment is: a crease sharp edge broken in the side anterior assessed as fold flaw opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Additional events of "13mm left breast mass at 12:00 and 10mm left breast mass at 9:00". Device remains implanted.